Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: the surgeon placed the staple load into the ends of the small bowel to create the anastomosis and closed the jaws of the instrument. She then desired to reposition the instrument but was unable to open the jaws of the instrument but was unable to open the jaws of the instrument. She then fired the instrument to create the anastomosis. Upon retraction of the black knobs on the handle, the jaws on the staple load failed to open. The surgeon tried unsuccessfully to open the jaws of the instrument but was unable to do so. The staple load would not detach from the handle; therefore, the surgeon had to forcibly separate the handle and the staple load. Because the staple load was clamped down on the tissue, a new anastomosis had to be created and the excess tissue (and staple load) removed. The surgeon then used a new gia universal handle and staple loads to successfully recreate the anastomosis. The operation was successful.